Event description:
It was reported that this left ventricular (lv) lead was fractured. The physician did not want to make any changes yet. To date, this lead remains implanted. No adverse patient effects were reported.